Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-sep-2021, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported their communicator was malfunctioning and would not charge and they cannot get boluses. The patient said they went to the doctor's office on monday, and they couldn't do anything because they don't have the equipment, so they gave the patient a couple numbers to call the manufacturer¿s they told the patient to call patient service for a new communicator. The patient tried several different cords, and the charge level does not change even when plugged in. The patient stated something must be damaged on the charging cord or within the communicator port. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement device. The communicator won¿t charge. The patient tried multiple charging cords and nothing charges. No patient injury reported.